Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had noticed a little improvement in urinary frequency but not 50%. They used the bathroom every 2 hours at night and a couple nights now they had slept for 4-5 hours but it varied. The agent reviewed how to increase stimulation per the patient's request. The patient was able to successfully increase stimulation to a comfortable level. The patient would maintain stimulation level and would continue to track symptoms. Additional information was received on (B)(6) 2026 from the patient. They mentioned the previously reported information regarding their therapy adjustment, then mentioned that they seemed to have had a lot of stimulation that was becoming uncomfortable. The patient confirmed that during the call, the patient was not feeling the stimulation anymore, then mentioned that they only felt the stimulation at certain times. The agent reviewed general therapy information and walked the patient through connecting to their implantable neurostimulator. The patient was able to decrease their stimulation and stated that they will continue to monitor their symptoms. The patient was redirected to their healthcare provider if the issue persisted.